Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the handpiece performed within specifications. The handpiece was cleaned, lubed, adjusted and returned to the customer.

Event description:
During the initial report, the customer reported that the handpiece wobbled during use. During a follow up report, it was reported by the customer that the bur guard melted and burned the pt; 1.0 cm x 1.0 cm 1st degree burn to lip. It was reported that the pt received non-prescription neosporin ointment to the lower lip. There is no serious injury alleged.